Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that the pyxis machines were on critical override due to non-communication issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the cerner patch upgrade activity. A technical support specialist mentioned that the issue was resolved by the hospital information technology team by reverting some changes and the stations started communicating again. The system functioned as intended after the hospital information technology team resolved the issue.